Event description:
A surgeon reported that during an intraocular lens, (iol) implant surgery a haptic was broken, causing the iol to become de-centered. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints reported for this lot. Additional information has been requested. A completed questionnaire has not been received. (B)(4).